Event description:
It was reported that during routine inspection check, the cardiosave intra-aortic balloon pump (iabp) unit's portable power supply had the front long nuts broken off and the connector was loose.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate and evaluate the unit. The fse ordered a new portable power supply and replaced same. To ensure that the new portable power supply worked, the fse connected it to the ac power cord and put it in slot two of the machine. However, since portable power supply is a separate accessory for the balloon pump, measurement details are not available. Furthermore, the iabp was not taken out service. As such, the fse returned the new portable power supply to the customer for clinical use on transport. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).